Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "humeral head did not seat all the way onto stem."